Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose is high and it doesn't seem to go down. Customer stated that she changes her infusion sets and then her blood glucose comes down. Customer's current blood glucose is 154 mg/dl. Customer stated that her blood glucose was possible close to 400 mg/dl and her most recent high blood glucose was 390 mg/dl on (B)(6) 2016. Customer treated with a bolus with the pump and when her blood glucose did not come down or it came down slowly, she changed the set and site. Customer also bolused again with the pump and stated that it corrected her blood glucose level. Customer stated that her back-up plan is manual injections. Customer reported that she has not contacted her health care professional regarding the high blood glucose. Customer declined to check for possible site or insulin issues. Customer was advised that any inaccurate pump settings may result in high blood glucose. Customer declined to check their settings. Customer was not havi...